Event description:
It was reported that during a laparoscopic gastric bypass the device stopped working. The battery was removed and replaced and it worked. They finished the case with no patient consequences. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 12/8/2023 d4: batch # 209c32 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device event log was reviewed. A series of events occurred where an articulation button was pressed at the same moment that the device was clamped. This caused the device to miss the transition to transection mode. As a result, the firing trigger will not function. The device can recover from this state by reinserting the battery or re-clamping. Based on the information currently available, a product issue was identified during the investigation of the sample received. The condition noted on the event log has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review a manufacturing record evaluation was performed for the finished device batch number 209c32, and no non-conformances were identified.